Manufacturer narrative:
The customer's stated problem was verified. The device was powered on and a cassette was attached. The pump alarmed that the cassette was not attached properly. The device was powered off then powered on in manufacturing utility mode. To verify down stream occlusion (dso) calibration and to attempt recalibration of the sensor. The sensor would not allow calibration due to a malfunction with the sensor. Replaced dso sensor, dso bezel, and dso seal.

Event description:
It was reported that the cadd-solis vip pump gave an alarm indicating that no cassette was attached to the pump. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. Upon powering on the pump, it had alarmed. The device was powered off then powered on in manufacturing utility mode to verify dso calibration and to attempt recalibration of the sensor. The customer's complaint was confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.